Manufacturer narrative:
Additional procode: ftl, ftm. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the synpor plate was broken. There was a surgical delay of five (5) minutes. The procedure was successfully completed using another device. There was no patient consequence. This report is for one (1) synpor ti reinforced fan plate fixtn holes/0.8mm thick-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 08.520.121s, lot ds7005470: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: august 09, 2020. Expiration date: june 01, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the product was returned to dsm biomedical for evaluation. The dsm biomedical team conducted a visual inspection of the returned device. Dsm reviewed all related device history records (DHR) and risk documentation associated which reported that delamination of outer polyethylene layer and the middle titanium plate layer was noted during a procedure. There were no discrepancies related to this failure mode during the manufacturing for the lot from which the complaint was received. Per lot DHR, product meet all product specifications. Photos provided of the unit in question were analysed, and it was observed that the outer polyethylene layer and the middle titanium plate layer were separated. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.